Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the difficulties and treatment to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted in the calcified left common femoral artery with proglide devices using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. The arteriotomy was 9f. Suture placement with the first proglide device was successful using the preclose technique. Suture placement was attempted with three additional proglide devices; however, cuff misses occurred with all three. The pevar procedure was completed and hemostasis was achieved using the pre-placed suture of the first proglide device and a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.